Manufacturer narrative:
Product complaint #: (B)(4). This report is for one (1) unknown: drill bits: trauma. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that at the time of drilling, the drill broke (1.5 drill bit of the 2.0 compact hand av system). The procedure was completed successfully. This complaint involves one (1) device. This report is for one (1) unk - drill bits: trauma. This report is 1 of 1 for (B)(4).

Event description:
This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the sd scrwdrvr shft/t4 50/self-retain/hxc (part #: 03.130.010, lot #: 53p1833) was received at us cq. Upon visual inspection, it was observed that the distal tip was broken and broken piece was not returned. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: the relevant drawing, reflecting the manufactured and current revisions were reviewed. Investigation conclusion: the complaint condition is confirmed for the sd scrwdrvr shft/t4 50/self-retain/hxc(part #: 03.130.010, lot #: 53p1833) as the distal tip was observed to be stripped. The stripped condition of the distal tip could have resulted in the device interaction issue. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.130.010, synthes lot # 53p1833, supplier lot # 53p1833, release to warehouse date: 01 oct 2020 , supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.